Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient tampered with the keypad lock feature on the spectrum pump. Reportedly, the patient searched for the keypad lock code on the internet, accessed the pump, and subsequently self-infused multiple boluses of ketamine (dissociative anesthetic). The volume in excess of what the patient was expected to receive was not reported. The event occurred in the intensive care unit (ICU). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.